Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient got home the day prior to the report and was really hurting in the afternoon. The stimulation was jumping up and down and the patient was feeling too much stimulation. This started the day prior when the patient was at the hospital. The patient was at the hospital with the healthcare provider (hcp). The patient met with the manufacturer representative (rep) to have reprogramming. The patient wanted to meet with a rep. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.